Event description:
Patient's father reported problem with cleo infusion set being hard to detach. Not specified which one. We are sending cnss nurse to help with the problem. No side effects reported because of that problem, no interruptions with therapy. Unknown if product available for return. No other information provided. Reported to (B)(6) by pt/caregiver.